Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: left essure was not visualized / location of device is unknown'), genital haemorrhage ('heavy bleeding') and skin wound ('wounds both legs/ rashes or skin conditions - type: wounds on both legs') in a 48-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included stasis ulcer. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since 2009, hydrocortisone from 2009 to 2018, losartan potassium since 2009 and mupirocin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced skin wound (seriousness criterion medically significant), mood swings ("hormonal change describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions - type: venous"), urticaria ("allergic or hypersensitivity reaction type: hives/ rashes or skin conditions - type: breakout red hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), painful intercourse ("dyspareunia (painful sexual intercourse)"), pelvic pain ("lower pelvic pain/pain"), arthralgia ("pain hip areas"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysphagia ("gastrointestinal or digestive system condition type: swallowing"), gastrooesophageal reflux disease ("acid reflux / gastrointestinal or digestive system condition - type: acid reflux"), constipation ("other injury(ies) or complication: constipation"), dyspepsia ("indigestion"), alopecia ("hair loss."), abdominal distension ("bloating / gastrointestinal or digestive system condition - type: acid reflux"), anaemia ("anemia") and dyspareunia ("dyspareunia") and was found to have blood iron decreased ("low iron"). In february 2011, the patient experienced vision blurred ("vision/eye problems type: blurred"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), arthritis ("chronic inflammation in neck and shoulder area") and skin ulcer ("leg ulcer") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with antibiotics, ibuprofen, surgery (ablation and hysterectomy with bilateral salpingectomy) and ablation left saphenous vein. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, skin wound, vaginal haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, headache, pelvic pain, arthralgia, vaginal discharge, dysphagia, gastrooesophageal reflux disease, constipation, dyspepsia, alopecia, abdominal distension, blood iron decreased, anaemia, arthritis, uterine leiomyoma and skin ulcer outcome was unknown, the genital haemorrhage, urinary tract infection, painful intercourse and dyspareunia had resolved and the mood swings, urticaria, migraine, fatigue and vision blurred was resolving. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, arthritis, bladder disorder, blood iron decreased, constipation, dermatitis allergic, device breakage, device dislocation, dyspepsia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, painful intercourse, pelvic pain, skin ulcer, skin wound, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and dyspareunia to be related to essure. The reporter commented: discrepancy in essure removal dates:1-dec-2009,(B)(6) 2009 as per pfs from date (B)(6) 2019 she underwent ablation for left saphenous vein. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: everything was alright; in march 2010: result: other (please describe) everything was alright. Considering the injuries reported in this case the following events were confirmed via patients medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. . Event: fibroids and leg ulcer were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device:left"), genital haemorrhage ("heavy bleeding") and limb injury ("wounds both legs") in a female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included stasis ulcer. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced limb injury (seriousness criterion medically significant), mood swings ("hormonal change describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), urticaria ("allergic or hypersensitivity reaction type: hives/breakout red hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("lower pelvic pain/pain"), arthralgia ("pain hip areas"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysphagia ("gastrointestinal or digestive system condition type: swallowing"), gastrooesophageal reflux disease ("acid reflux"), constipation ("other injury(ies) or complication: constipation"), dyspepsia ("indigestion"), alopecia ("hair loss."), abdominal distension ("bloating") and anaemia ("anemia") and was found to have blood iron decreased ("low iron"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurred"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), arthritis ("chronic inflammation in neck and shoulder area") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy) and ablation left saphenous vein. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, limb injury, vaginal haemorrhage, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, headache, pelvic pain, arthralgia, vaginal discharge, dysphagia, gastrooesophageal reflux disease, constipation, dyspepsia, alopecia, abdominal distension, blood iron decreased, anaemia and arthritis outcome was unknown, the genital haemorrhage, urinary tract infection and the last episode of dyspareunia had resolved and the mood swings, urticaria, migraine, fatigue and vision blurred was resolving. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, arthritis, bladder disorder, blood iron decreased, constipation, dermatitis allergic, device breakage, device dislocation, dyspepsia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, limb injury, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy in essure removal dates:1-dec-2009,3-dec-2009 considering the injuries reported in this case the following events were confirmed via patients medical records: menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Event of "injury" deleted and case category changed from "invalid' to "valid". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device:left") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included stasis ulcer. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal change describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rashes"), urticaria ("allergic or hypersensitivity reaction type: hives/breakout red hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("lower pelvic pain/pain"), arthralgia ("pain hip areas"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysphagia ("gastrointestinal or digestive system condition type: swallowing"), gastrooesophageal reflux disease ("acid reflux"), constipation ("other injury(ies) or complication: constipation"), dyspepsia ("indigestion"), alopecia ("hair loss."), abdominal distension ("bloating"), anaemia ("anemia") and limb injury ("wounds both legs") and was found to have blood iron decreased ("low iron"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurred"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), injury ("injury"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), arthritis ("chronic inflammation in neck and shoulder area") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy) and ablation left saphenous vein. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, injury, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, headache, pelvic pain, arthralgia, vaginal discharge, dysphagia, gastrooesophageal reflux disease, constipation, dyspepsia, alopecia, abdominal distension, blood iron decreased, anaemia, limb injury and arthritis outcome was unknown, the genital haemorrhage, urinary tract infection and the last episode of dyspareunia had resolved and the mood swings, urticaria, migraine, fatigue and vision blurred was resolving. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, arthritis, bladder disorder, blood iron decreased, constipation, device breakage, device dislocation, dyspepsia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, injury, limb injury, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy in essure removal dates: (B)(6) 2009, (B)(6) 2009. Considering the injuries reported in this case the following events were confirmed via patients medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received : this case was updated from other event to incident. Lot number added. Following events were added : abnormal bleeding (vaginal, menorrhagia, hormonal change describe: mood swings, allergic or hypersensitivity reaction type: rashes, hives, infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, migraines, headaches, migration of essure device location of device: left, device breakage, dyspareunia (painful sexual intercourse), lower pelvic pain, hip areas,vaginal discharge,fatigue, vision/eye problems type: blurred, gastrointestinal or digestive system condition type: swallowing, acid reflux, other injury(ies) or complication: constipation, indigestion, hair loss, bloating, other injury or complications-low iron,anemia,wounds both legs,heavy bleeding. Medical history added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.